Event description:
Customer alleged blood glucose results of 65 mg/dl and 105 mg/dl when testing was performed within 3 minutes on the advantage system. Customer reported having no symptoms and did not treat/act on results. Suspect device is unavailable for return. Replacement product was sent.

Manufacturer narrative:
Blood glucose monitoring test strips are not available for return. Customer is unable to provide lot number information, therefore retention product testing is not possible.